Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the resets is the shorted transistor. The root cause of the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charging indicating that the charger was resetting.